Event description:
The freestyle librelink - us android app stopped working with an update to android (B)(6). This prevents the testing of blood sugar levels using a phone as the device reader. Switching to a different type of reader is impossible with the existing sensor which requires that a new sensor be applied. If a different reader is not available, the sensor is not usable and blood sugar readings can be obtained via the freestyle libre which may result in serious diabetic blood sugar related problems. FDA safety report ID# (B)(4).